Manufacturer narrative:
Failure analysis - as per supplier, there was no trends identified. Likely due to a rare reaction with honey. There is no glycerol in this gel formulation. No similar instances have occurred with medihoney dressings in the past 3 years warning on package states: if there are signs of infection such as fever, pain, redness, swelling, itching, rash or burning, increased wound drainage increased skin irritation and changes in wound color and/or odor, consult your doctor. Patients with known sensitivity to honey should not use this product. Root cause - possible root cause was that the patient may have reaction with honey. Due to low ph balance of honey, some people may notice slight stinging sensation. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Received additional information from the patient's wife on november 4, 2019: husband had knee surgery(left knee) (B)(6) 2019 . On (B)(6) 2019 , the dressing was changed using ¿manuka honey adhesive pad¿ at the suggestion of the pharmacist. The next morning (B)(6) 2019 , husband asked to change bandage because he was experiencing a burning feeling. When the pad was removed, all the skin was gone from the knee. Surgeon was contacted and told to use triple antibiotic ointment and told if husband did not get better, to bring him back to office. Ointment and neosporin was used and wound closed. However, there is discoloration of the knee as a result. Husband returned to surgeon 3-4 weeks later post follow-up and knee was healing properly.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the medihoney adhesive sheet burnt the patient. The product was purchased over the counter in a pharmacy to treat a bed sore. Additional information has been requested.